Event description:
Customer reported pump issued an altitude alarm, but there was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the speaker holes and reconnect the cartridge, after which insulin delivery was successfully resumed. No recurrence of the alarm was noted, and the customer was provided with tips to prevent future altitude alarms.